Manufacturer narrative:
Reservoir component: lot number 155985002.

Event description:
It was reported that the patient had a replacement surgery due to fluid loss with his inflatable penile prosthesis (ipp). His ipp was removed and replaced with an ambicor penile prosthesis. It was stated that the location of the fluid loss is unknown. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reservoir component: lot number 155985002. The complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.

Event description:
It was reported that the patient had a replacement surgery due to fluid loss with his inflatable penile prosthesis (ipp). His ipp was removed and replaced with an ambicor penile prosthesis. It was stated that the location of the fluid loss is unknown. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.